Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted during a vaginal hysterectomy, anterior and posterior repair, sacrospinous colpopexy, transobturator tape, and cystoscopy procedure performed on (B)(6) 2020, for the treatment of pelvic organ prolapse. Throughout the procedure, there were no complications. Furthermore, the patient tolerated the procedure well. As reported by the patient's attorney, the patient has experienced an unspecified injury.